Manufacturer narrative:
Analysis summary: analysis confirmed that the touch screen was out of specification and additionally noted that the printer was noisy and that errors were found in the update history. The touch screen connector was cleaned and reseated, the touch screen parameters were reset and the touch screen calibrated, the printer was replaced and new software was installed. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a defective area in its start display screen in the information area to the battery status. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.